Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of diaphragmatic pacing. The left ventricular lead was reprogrammed to lower output on amplitude and pulse width. The issue is now resolved, the lead remains in use. No further patient complications have been reported as a result of this event.